Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reported no sound from his external speech processor. Equipment was exchanged for new and still no sound. The audiologist was then unable to connect to the processor through programming software. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.